Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying a generator error and will not produce x-rays. No pt injury was reported.